Event description:
The physician reported intermittent pacing failure relative to the subject device. On the following day, no abnormality was indicated, while the pt remained in a sitting position, and lead dislodgement could not be seen via x-ray. The physician considered that inadequate lead slack was causing the issue, so an intervention was performed. The leads wer disconnected from the pacemaker, and since satisfactory data were obtained, the leads were adjusted. During reconnection with the subject device, the ventricular lead could not be fully inserted into the port. The physician loosened the set-screw with two different types of screwdrivers, and he was able to fully insert the lead. After tightening and obtaining clicking of a torque limiting screwdriver, the lead could be removed from the prot by pulling. The physician repeated this "lead tightening procedure several times, but the same issue was observed." Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.